Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported patient underwent skin revision and abutment replacement on (B)(6) 2012 , subsequent to the patient experiencing blood and skin overgrowth at the abutment site.